Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. The insulin pump was monitored and functioned properly. The insulin pump was inspected and no loose drive support disk was noted. No cosmetic damage was noted.

Event description:
It was reported that the customer had a loose drive support cap. The customer reported that the cap is not entirely level and when pushing on the cap insulin comes out. Advised insulin pump would be replaced. No additional information was provided.